Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, event, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR. UDI # (B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) the dovetail feature is compressed & is fractured on the medial side of post, all pieces returned. Evaluation of the returned device identified the fracture was consistent with the tasp fractures previously analyzed. It was identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Device history record was reviewed and no discrepancies were found. This device is considered conforming due to its extended field life and unremarkable manufacturing records. Root cause could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: articular surface catalog # 42527401010 lot # 62793997. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01797. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was found fractured. No adverse events have been reported as a result of the malfunction. There was no patient involvement.